Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation/ essure device could be seen coming off the edge of the right tube.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section. In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain,"), back pain ("back pain"), tremor ("tremors"), migraine ("migraines"), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), nervous system disorder ("neurological problem"), vaginal scarring ("vaginal scarring") and autoimmune disorder ("autoimmune like symptoms") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (laparoscopic hysterectomy taking tubes and cervix). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, tremor, migraine, pregnancy with contraceptive device, device extrusion, infection, urinary tract disorder, allergy to metals, fistula, genital haemorrhage, dyspareunia, nervous system disorder, vaginal scarring and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered allergy to metals, autoimmune disorder, back pain, device extrusion, dyspareunia, fallopian tube perforation, fistula, genital haemorrhage, infection, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, tremor, urinary tract disorder and vaginal scarring to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/essure device could be seen coming off the edge of the right tube.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section. In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain,"), back pain ("back pain"), tremor ("tremors"), migraine ("migraines"), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), nervous system disorder ("neurological problem"), vaginal scarring ("vaginal scarring") and autoimmune disorder ("autoimmune like symptoms") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (laparoscopic hysterectomy taking tubes and cervix). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, tremor, migraine, pregnancy with contraceptive device, device extrusion, infection, urinary tract disorder, allergy to metals, fistula, genital haemorrhage, dyspareunia, nervous system disorder, vaginal scarring and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered allergy to metals, autoimmune disorder, back pain, device extrusion, dyspareunia, fallopian tube perforation, fistula, genital haemorrhage, infection, migraine, nervous system disorder, pelvic pain, pregnancy with contraceptive device, tremor, urinary tract disorder and vaginal scarring to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.